Event description:
Customer informed our sales department on august 25 that one of our products was involved in a case in which the treated patient sustained a laceration.

Manufacturer narrative:
It is not assumed that the slight deviation of the torque screw's pin force (~2%) could have contributed to the described incident. The interval of the supplier maintenance which is specified in the product's IFU was exceeded by more than 2 years by the customer. Due to this circumstance, we cannot exclude that the deviation found are the result of regular wear and tear and could have been detected during annual maintenance. As part of the complaint correspondence, the customer is advised of the importance of adhering to the specified maintenance interval for the affected device. Therefore it is assumed that maybe the pinning technique has not been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."